Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached cut, blood/body fluid was present on the helix mechanism and the proximal conductor, visual analysis revealed the proximal conductor distorted, the lead was stretched, and apparent explant damage; full lead was returned for analysis.

Event description:
It was reported that there was undersensing, high threshold, possible exit block, and possible lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.